Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer reported a short battery life or a low battery alarm and cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the sleep current measurement and active current measurement. The pump was monitored and no unexpected charge/battery lasts less than expected or low battery alert noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 05/25/2024 16:16:00.000. Insert battery alarm was found on: 05/25/2024 16:17:51.000 to 05/25/2024 16:47:06.000. Failed battery alert/battery failed alarm was found on: 05/25/2024 16:19:59.000. 05/25/2024 16:20:41.000. 05/25/2024 16:20:51.000. 05/25/2024 16:46:25.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 18-jun-2024 9:17:59 am. There was no power data available for the date of 25-may-2024. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 31-may-2024 in the formatted history file. Lostsensor1alert (780) was found on: 05/25/2024 16:10:00.000. 05/25/2024 23:41:00.000. 05/31/2024 21:38:00.000. 05/31/2024 21:48:00.000. Sensorerroralert (801) was found on: 05/31/2024 22:57:31.000. Lostsensor2alert (781) was found on: 05/25/2024 23:57:00.000. 05/26/2024 00:05:27.000. Sensorsignalnotfound (796) was found on: 05/26/2024 00:37:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back - battery compartment of the pump during analysis. Customer alleged for charge/battery lasts less than expected or low battery alert was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.